Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was discovered that the device did not have a magnet response, indicating the battery depleted. Technical services (ts) noted that the projected longevity was not accurate and suggested replacement of the device. A device replacement has been scheduled. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was discovered that the device did not have a magnet response, indicating the battery depleted. Technical services (ts) noted that the projected longevity was not accurate and suggested replacement of the device. A device replacement has been scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was discovered that the device did not have a magnet response, indicating the battery depleted. Technical services (ts) noted that the projected longevity was not accurate and suggested replacement of the device. A device replacement has been scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.